Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited episodes of noise causing noise revision. No intervention was performed and patient was in stable condition.